Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump immediately, and technical support provided instructions for a pump reset, with plans to follow up to ensure the issue did not recur.